Event description:
It was reported the video system center had no image on a stryker monitor. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h6 and h11. Corrected field: e3. The customer contacted olympus technical assistance support (tac) via phone. The customer stated that he had configured the serial digital interface (sdi) out on the cv-1500 to 1080i because he originally had it running to davinci robot. Tac suggested setting the sdi out setting to 1080p to see if that would work with the stryker monitor. Troubleshooting was not able to resolve the reported allegation. No further response from the customer. The device was not returned to olympus for inspection, and the reported failure was confirmed via tac provided remote troubleshooting. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.